Event description:
It was reported that a patient presented in clinic with bradycardia episodes and reporting an alert for high pacing impedance. Upon interrogation, the patient's right ventricular lead was found to have signal artifact, high pacing impedance, failure to capture and failure to sense. Fluoroscopy performed on (B)(6) 2021 revealed right ventricular lead fracture. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the intervention process and no additional symptoms were reported.